Event description:
It was reported the patient underwent aortic valve replacement surgery and is currently being treated with antibiotics for endocarditis. According to the hospital, this is the second case of endocarditis. A patient with another manufacturer's tissue valve implanted in (B)(6) 2010 had the valve replaced due to vegetation growing on the leaflets. Additional information has been requested and the sjm valve remains implanted.